Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 25-jun-2024. [Modified information]: on 25-jun-2024, modified information was received related to the adverse event intracranial hemorrhage. Per the modified information, the outcome of the event intracranial hemorrhage has been updated from "not recovered/not resolved" to "recovered/resolved with sequelae." The end date has been updated from ¿blank¿ to ¿(B)(6) 2024.¿ updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 50-year-old male patient with a history of coronary artery disease (cad), chronic obstructive pulmonary disease (copd), diabetes, hyperlipidaemia, hypertension, active smoking presented with unwitnessed non-wake up stroke. The patient was last seen well on (B)(6) 2024, at 20:00 hour. Symptoms were first observed on (B)(6) 2024, at 20:15 hour. The patient presented to the treating hospital on (B)(6) 2024, at 23:12 hour. Computed tomography (CT) imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of embolism was large-artery disease (cervical atherosclerosis). The patient¿s baseline modified rankin scale score (mrs) score was ¿0-no symptoms.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy procedure using a 132cm cereglide 71 intermediate catheter (nic71132u / 31219632) to target occlusions in the right m2 segment of the middle cerebral artery (mca) and a3 segment of the anterior cerebral artery (aca). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The cereglide 71 intermediate catheter was used to make the first and its only pass via direct contact aspiration device alone technique targeted an occlusion in the right m2 segment of the middle cerebral artery (mca), resulted in an mtici score of 0 with clot retrieval in the aspirate. The second and third passes were made using an axs vecta 46 intermediate catheter (stryker) via direct contact aspiration device alone technique. The second pass targeted the right a3 occlusion resulted in an mtici score of 3 with clot retrieval in the aspirate. The third pass targeted an occlusion in the right m2 segment resulted in an mtici score of 1 with no clot retrieval. A fourth pass was made using a stent retriever (unspecified brand) via direct aspiration device alone technique, with an aristotle 0.018 guidewire, max aspiration tubing (penumbra) targeted an occlusion in the right m2 segment resulted in an mtici score of 2b with no clot retrieval. During the procedure, a trevo trak 21 microcatheter (stryker), an emboguard balloon catheter, and a super arrow flex® sheath (teleflex) were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 12. On (B)(6) 2024, the patient suffered an intracranial hemorrhage. The principal investigator (pi) assessed this event as a serious, severe adverse event, that was not related to the embotrap study device, not related to the large bore catheter, possibly related to the cereglide71, and possibly related to the procedure. The event was said to be an ¿expected/anticipated¿ event. The event was not medically treated. The outcome is recorded as ¿not recovered/not resolved,¿ with no end date listed. On 08-may-2024, additional information was received from the excellent clinical study team. Per the information, the bleed was in the bed of the ischemic stroke that the patient already had moderate core to begin with. There was no vessel injury / trauma that may have led to the reported adverse event. There was no device performance issue related to the cereglide 71 intermediate catheter. A stent retriever was not used with the cereglide 71 intermediate catheter. The information indicated that the patient had a 10-8 x 40 xact¿ carotid stent system (abbott cardiovascular) placed before the first pass was made using the cereglide 71 intermediate catheter and a 4.5mm x 30mm viatrac¿ balloon dilation catheter (abbott cardiovascular). After that the first pass was direct aspiration alone using the cereglide 71 intermediate catheter. The subsequent passes were via the axs vecta 46 aspiration catheter (stryker), axs vecta 46 aspiration catheter (stryker), and then the 160cm 3max reperfusion catheter (penumbra).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31219632) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Intracranial hemorrhage is a known potential complication associated with the use of the cereglide71 and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the device, as the device performed as intended. There may have been clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. However, the event was assessed by the pi as being possibly related to the cereglide71 device and possibly related to the procedure; therefore, the correlating relationship between event to the used device cannot be ruled out entirely. Since an intracranial hemorrhage is considered to be a serious injury that may result in permanent deficits and/or the need for a medical/surgical intervention, the event of ¿intracranial hemorrhage¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 23-oct-2024. [Additional information]: modified information was received on 23-oct-2024. The information is related to the adverse event intracranial hemorrhage. Per the modified information, the outcome of the event intracranial hemorrhage has been updated from "recovered/resolved with sequelae" to "not recovered / not resolved." The end date has been updated from "on (B)(6) 2024" to "blank." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.